Event description:
The caller reported a cartridge alarm 20 on multiple occasions, including specific dates in august 2025, but the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, technical support confirmed the consecutive cartridge alarms and decided to replace the customer's pump. The customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery. They were advised to complete training before using the replacement pump, which would come with updated software. The customer understood all instructions related to the shipment and return of the problematic pump, and technical support sent the replacement pump accordingly.